Event description:
Pt attempted to retrieve tampon and only about 1/2 of it came out of vagina. Remaining 1/2 remained in vagina. By 4/9/97 a foul odor and scant discharge developed. On speculum exam, the remainder of device was retained in proximal vagina adjacent to cervix, adherant to mucosa, disintegrated and had to be removed in pieces. Concern is the device tends to stick to the vaginal mucosa and breakoff on attempted removal. Tss did not ensue, but remains a risk for user's due to retained product pieces.